Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported blood leaked from the top engagement of the tubing-to-blood filter during an infusion of blood. Clotted blood was found at the engagement. There was no report of patient harm.

Event description:
The customer reported blood leaked from the top engagement of the tubing and flood filter during a blood transfusion, with clotted blood found at the engagement. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that blood leaked from the top engagement of the tubing-to-blood filter was confirmed. Visual inspection of the set noted dried blood residue atop the blood filter drip chamber. Examination under magnification observed areas of the outer wall of the tubing not fully adhered against the inner wall of the blood filter drip chamber inlet port. No other obvious damages or issues were observed. Functional and pressure testing confirmed leaking from one of the two tubing engagements to its corresponding inlet port on the top of the blood filter drip chamber component. The pvc tubing at the engagement leak was slightly tugged in which no separation was observed. Dimensional analysis of the tubing measured to be within specification. The root cause was due to an assembly issue of insufficient solvent being applied at the engagement of the tubing end.